Event description:
As reported by the user facility: (B)(4). Serial # (B)(4). Customer states, "the pump was programmed for an infusion to run for 30 minutes using the drug library and it ran for over an hour. The normal saline kvo flush was programmed to run for 10 minutes and it ran for over 23 hours. "There was no patient injury and no patient incident report was filed."

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and (B)(4) (the importer). (B)(4). The actual pump involved in the event was returned for evaluation. The pump was tested three times for volumetrics with a rate of 6ml/hr and a volume to be infused 5.78ml (dl:gent): 1st test: .99ml or 99% of expected volume for 10 minutes 0 seconds, 2nd test: .99ml or 99% of expected volume for 10 minutes 0 seconds, 3rd test: .99ml or 99% of expected volume for 10 minutes 0 seconds. The pump performed within specifications. In a follow up call to the facility, to gain additional information on the event, the reporter stated that the event occurred during the night. He was unable to provide a rate that the pump was set to infuse at. No adverse reactions occurred as a result of the incident. The pump's operational log was reviewed. On (B)(6) 2013 at 11:52:46am, the pump was turned on. At 11:53:14am, a bd 10ml us syringe was chosen and at 11:53:36 am, the druglib name nicu v1 was selected with the drug name gent. Then at 11:53:43am, a new rate of 6ml/h was set. At 11:54:00am, the infusion was started. The infusion ran until the syringe emptied at 12:51:43pm and 5.78ml infused or 100% of expected volume. At 12:51:56pm, a new therapy was selected. At 12:52:29pm, a bd 5ml us syringe was chosen and at 12:53:03pm, a new vtbi (volume to be infused) was set at 1ml. Also at 12:53:03pm, the druglib name nicu v1 was selected with the drug name ns flush. At 12:53:10pm, the infusion was started at the rate of 6ml/hr and a vtbi of 1ml. The infusion completed at 1:03:04pm and the pump went into kvo mode and a volume infused of 1ml or 100% of expected volume. Kvo mode was ended at 1:03:39pm and at 1:03:56pm, the pump was placed in standby mode. At 1:21:36pm, the pump was taken out of standby mode and at 1:33:04pm, the pump was turned off for the remainder of the day. The pump then remained idle and was not used for the rest of the day. Based on the results of this investigation, the pump operated as intended. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available, a follow up report will be submitted.